Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that infusion set tube was detached from hub due to which hyperglycemia occurs within 2 hours of use. High blood glucose level was 180 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.